Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic right hemi-colectomy procedure, the ileo-colic artery did not seal. They were able to gain control and seal it with the enseal subsequently. Later in the operation it simply failed to work. The surgeon cannot say if lights came on or not. By the time it failed they did not need an energy source other than hook diathermy so just continued. From scrub nurse, the replace light kept lighting up, but going off, and then finally the replace light came on and the device stopped working. The surgeon decided they could finish the procedure with diathermy hook so carried on the procedure without the product. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. During functional testing, the device activated and the replace light did not illuminate during any functional testing. There was observed energy being transmitted to the test media during analysis. The device was disassembled and under visualization, the insulation was found to be skived exposing the active rod component. This type of failure mode causes a device short. The failure mode of a device short prevents rf delivery from the generator to the tissue. A system warning notifies the user of the failure through a visual replace light indicator and change in tone. Skived insulation can cause an intermittent failure but we were unable to reproduce this failure.